Manufacturer narrative:
Upon further evaluation root cause was determined to be loose battery pins.

Event description:
The customer contacted physio-control to report that their device turns on and off. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device turns on and off. There was no patient use reported with the event.